Manufacturer narrative:
An arjo investigator examined the device and found paint faded on the legs and the left front wheel as well as paint scratches on the bottom left of the chassis. The arjo investigator replaced all four wheels, per the customer's request. The lift was fully function tested and found to be up to manufacturer specifications. The lift was manufactured in 1997. It was reported that the wheels were exchanged in january 2006, by the customer without arjo involvement. Therefore, the manufacturer concludes it is reasonable to believe that the exchange caused the wheel to work itself loose. The manufacturer recommends retraining of appropriate personnel, especially regarding the aspect of preventive maintenance and the requirement to use authorized personnel for repair/service.

Event description:
The facility reports the caregiver finished showering the resident in the whirlpool, got him out of the tub, put towels around him, and dressed the resident's bottom half. The caregiver was getting ready to position the resident in front of the tub but couldn't move the chair and noticed the wheel wouldn't turn. When the caregiver tried moving the wheel with foot, the wheel went rolling. The weight was too heavy on top, and the chair tipped over front-ways. The resident hit the left side of his head on the wall. The resident sustained redness to the left shoulder and redness to the chest, which were treated with ice and pain medicaiton.